Manufacturer narrative:
(B)(4). Processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat concentric re-stenosis of a non-abbott stent in the 90% stenosed, mildly tortuous, heavily calcified, proximal right coronary artery. A 2.0x12mm trek balloon dilatation catheter (bdc) was delivered to the lesion but ruptured during the first inflation at 8 atmospheres. A new same-sized trek bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.